Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was received without its original packaging for product investigation. The device was visually inspected at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were observed. A syringe was used to infuse water into the ay bag. No leakage was observed. No root could be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the patient arrived at the clinic with a 5fu pump that had been leaking from unknown source. The contents of the cassette had crystallized on the pump and bag. The physician at the facility was made aware of this. The device was examined and the patient's mediport was observed to be working appropriately. The patient and his wife were educated on how to clean all sources that the chemotherapy agent came into contact with. The patient was advised to resume treatment in 2 weeks. The aforementioned incident occurred while the patient was utilizing the pump. The product problem did not cause or contribute to any patient injury or complications. The patient first began their treatment on (B)(6) 2018.